Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she woke up and the insulin pump had a blank display. She replaced the battery and received a motor error alarm. After changing the battery again, the insulin pump seemed to have been reset. The display returned after troubleshooting. The insulin pump also alarmed failed battery test. Customer's blood glucose level was 115 mg/dl. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful. The motor error alarm was caused by a connection issue. The device was not returned.